Event description:
On 11/09/1998, the facility's buyer informed the manufacturer's (MFR.) Representative of the following: the device would not aspirate or flush and as a result, was explanted on 11/09/1998. On 11/09/1998, the MFR. Received a fax from the facility's buyer that states the following: removed device and replaced with a new device. "Could not aspirate-required force to flush. Replaced with new device which worked well." On 11/10/1998, the MFR.'s representative contacted the facility's buyer for additional information (i.e. Patient's ID#, implant date etc.); however, the facility's buyer stated that the date on the report should be the date of the event, but he was not provided with any other information. No further details were provided at this time.